Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported with symptoms of drowsiness, dizziness, lightheadedness and slow shallow breathing. The event occurred following a refill session. It was unk whether the procedure caused the problem. The refill was increased by 10% by the nurse upon pt's request, however, the pt's legal guardian had indicated to the nurse that she did not want the flow rate increased. The refill nurse had instructed them to go to the emergency room. No further info was available. Additional info has been requested, but was not available as of the date of this report.